Event description:
Per operative report: the valve was explanted due to endocarditis. An echo showed vegetation on the tricuspid valve. During surgery, the aortic valve was noted to be intact. A sinus pocket was found and repaired. No vegetation was found on the tricuspid valve. The valve was replaced with a 31a-101.